Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited air leakage from the video connector, corrosion on the scope mount and crack in the video connector. There was no patient involvement.